Manufacturer narrative:
Part of the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned without anchors and fully actuated. A piece of the suture was returned and was cut cleanly on both ends with no signs of stress. A functional evaluation revealed the actuator functioned as intended. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair using the 'ultra fast-fix curved', after both ts were implanted, the thread broke when the slip knot was being tightened. The seams were removed from the joint. The procedure was completed with a non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4). (B)(6).